Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in d6b the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 68-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease. During support, the patient exhibited bloody stools and was found to have a gastrointestinal (gi) bleed. It was unclear whether the gi bleed had fully resolved, as the patient had multiple ongoing medical complexities not related to impella support. The patient remained on impella support. The reported major bleed is consistent with gastrointestinal bleeding in the setting of critical illness and systemic anticoagulation, and may be influenced by the patient¿s underlying critical condition.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received reporting the "gi bleed has been resolved. I am unsure of how this was confirmed. This patient is no longer on impella and the pump is unavailable for return."